Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -9.5 diopter, in the patients right eye (od) on (B)(6) 2017 and noticed the lens was torn when it unfolded in the anterior chamber. According to the surgeon there was some difficulty during injection. It was reported that the cause of the event might be related to the ftp (foam tip plunger) not being hydrated enough or inappropriate folding of the lens. The lens was exchanged on the same surgery and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and clear surgical residue on the lens surface. Visual inspection found the lens optic torn, haptic bent and a piece of haptic missing. (B)(4).